Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visits, and damage to the insulin pump, the customer reported a blood glucose value of 28 mmol/l. The customer reported. The troubleshooting was performed. The event involved product(s) mmt-1782kl. The customer has been using the insulin pump system within 48 hours of a reported high blood glucose event and the auto mode feature was not active at the time of event the customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1782kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2024, insert battery alarm and failed battery alert/battery failed alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered = 81.675. Dailytotalofbasalinsulindelivered = 27.175. Dailytotalofbolusinsulindelivered = 54.5. (B)(6) 2024 00:29:24.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 3.75, bolusamountdelivered = 3.75. (B)(6) 2024 01:48:14.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 8.2, bolusamountdelivered = 8.2. (B)(6) 2024 02:30:02.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 2.5, bolusamountdelivered = 2.5. (B)(6) 2024 11:59:14.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.35, bolusamountdelivered = 7.35. (B)(6) 2024 13:16:30.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 7.35, bolusamountdelivered = 7.35. (B)(6) 2024 14:22:08.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.7, bolusamountdelivered = 5.7. (B)(6) 2024 14:57:48.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10.35, bolusamountdelivered = 10.35. (B)(6) 2024 15:54:20.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.5, bolusamountdelivered = 5.5. (B)(6) 2024 17:40:22.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 15.15, bolusamountdelivered = 3.8. On (B)(6) 2024 17:40:22.000, normalbolusamountprogrammed = 15.15 u. However, the battery was removed on (B)(6) 2024 17:40:21.000 and the bolus delivery was suspended. The battery was inserted on (B)(6) 2024 17:40:22.000 and the bolusamountdelivered = 3.8 u. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 17:40:21.000, (B)(6) 2024 17:56:38.000, (B)(6) 2024 19:02:58.000, (B)(6) 2024 19:07:47.000, (B)(6)2024 19:07:50.000, (B)(6) 2024 21:43:48.000, (B)(6) 2024 22:46:12.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2024 17:40:22.000, (B)(6) 2024 17:56:42.000, (B)(6) 2024 19:03:15.000, (B)(6) 2024 19:07:47.000, (B)(6) 2024 19:07:51.000, (B)(6) 2024 21:43:48.000, (B)(6) 2024 22:46:12.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer may have used a no power/depleted battery. No unexpected failed battery alert/battery failed alarm noted during testing. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2024 06:55:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2024 07:05:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a serial number label missing. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.